Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 12 jostent graftmaster is being filed under a separate medwatch report #. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that one graftmaster 3.5 x 12 was implanted in a right coronary artery perforation, however, a small area of perforation leaked proximal to the stent. A graftmaster 3.0 x 16 was unable to be advanced to the proximal area of perforation and was removed. The proximal perforation was left untreated to heal on its own. Post-procedure pericardiocentesis was done and the patient outcome was good. There was no adverse patient sequela. No additional adverse patient effects resulted from the use of the graftmaster. Though requested no additional information was provided.